Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the keys on the device are stiff and need to be pressed several times in order for them to work. Troubleshooting for keypad anomaly was performed and customer stated that the keys are hard to press. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had an intermittent button response due to flattened button dome switches. No unlock on lcd keypad connector noted. The insulin pump had minor scratches on display window.